Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise noted on the right ventricular lead. Some small signals of noise were oversensed and appeared on the ventricular sense amp channel. The patient will continue to be monitored, and no symptoms were noted.